Manufacturer narrative:
27-mar-2025 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Head comes slightly off - oral-b [device breakage]. Case narrative: consumer via e-mail stated that the oral-b io toothbrush head came slightly off the oral-b io8 toothbrush. No injury was reported. 24-jan-2025 follow up via digital safety assessment survey: the consumer was a 31-year-old male. He did not visit a healthcare provider. No injury was reported. 26-jan-2025 follow up via pictures: the suspect product lot was ab23761648. No injury was reported. 17-feb-2025 case update: the concomitant product lot was a 3213 2105. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Head comes slightly off - oral-b [device breakage]. Case narrative: consumer via e-mail stated that the oral-b io toothbrush head came slightly off the oral-b io8 toothbrush. No injury was reported. 24-jan-2025 follow up via digital safety assessment survey: the consumer was a 31-year-old male. He did not visit a healthcare provider. No injury was reported. 26-jan-2025 follow up via pictures: the suspect product lot was ab23761648. No injury was reported.